Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a magnetic resonance imaging (MRI) exam showing the patient having a subscapularis tear and chronic subluxation of the humeral head prosthesis.